Event description:
It was reported that the customer's blood glucose level was over 500 mg/dl. The infusion set cannula was bent. He treated his blood glucose level with a manual injection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.